Event description:
It was reported that while reviewing atrial tachy response episodes recorded by this implantable cardioverter defibrillator (ICD), pacemaker mediated tachycardia was observed. Also, there appears to be loss of capture and possible pacing inhibition. Reprogramming options were recommended. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.